Event description:
It was reported that during surgery on, meshgraft was utilized with a 1.5:1 ratio dermacarrier and the graft was not useable after the pass through the meshgraft ii. Per the surgeon, the skin graft was damaged as it was turned into "spaghetti". It was unknown if there was surgical delay. An additional skin graft was needed to complete the surgery. Due diligence is complete; there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d1, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h10, and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Visual evaluation of the provided pictures found no related issues or damage. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.